Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient had twiddler's syndrome and twisted the system, resulting in high impedance.